Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
It was reported that the device failed to charge. There was no patient involvement when the event occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer reported that the reported phenomenon was duplicated. The power supply was replaced and the reported phenomenon was resolved.